Event description:
The sew in type of epicardial leads were available times two and one of the leads was defective. The coating was not intact and allowed blood to penetrate. The device was implanted and removed. There was no harm to the patient.